Manufacturer narrative:
Feb. 01, 2016 10:49 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port was not allowing co2 to pass through. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed signs of clinical usage and evidence of blood. No nonconformance was observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. Based on the condition of the device as returned and the results of the investigation the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port was not allowing co2 to pass through. A replacement device was used to complete the procedure. The hospital did not report any patient effects.